Event description:
It was reported that during a follow-up the right ventricular lead exhibited loss of capture and noise. The lead was capped and replaced. The patient was in good condition following the procedure.